Event description:
It was reported that during a procedure, the surgeon states that the sleeve seal leaked pneumo during use (with and without an instrument inserted). There were no pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Info anticipated, but unavailable at this time.